Event description:
It was reported that during a procedure using the quantum 2 controller, the controller gave an error message which in turn exhausted the wand's useful life. Due to the error message the controller was unable to be used further and the procedure was completed using a competitor's product. No significant delays or pt complications were reported as a result of this event.